Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 5 days (02feb2023 ¿ 06feb2023, 27feb2023 per timestamp). Events captured on 27feb2023 took place in the testing labs at abbott. Backup battery fault coincident with load test failures were active on 05feb2023 at 13:44:06 ¿ 06feb2023 at 12:22:07. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The alarms did not clear until the controller was shut off. The backup battery was shown to have been disconnected twice during these alarms and the load test faults cleared when the backup battery was disconnected; however, once reconnected, the alarms persisted. The driveline was disconnected on 06feb2023 at 12:21:30 and the controller was shut down at 12:22:07. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The system controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a battery fault alarm occurred and troubleshooting was performed by replacing the battery but the alarm did not clear. The controller was then exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.